Manufacturer narrative:
The customer complaint that occlusion alarms occurred without actual occlusions being visible was not confirmed or replicated since no device was returned for investigation. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the device was giving occlusion alarms. However, there was no tubing occlusions found. The device was then sent to biomed shop. The event occurred at oncology unit. Although requested, additional information was not provided.